Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with ancef (dose, route and frequency not reported). The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. It was reported thirteen days after receipt of this report; the patient was recovered from this peritonitis event. No additional information is available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers 13l12h25 and 14b17h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).